Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with the reset, ensuring the malfunction code did not recur. The customer could continue using the pump and was advised to call back if the malfunction code recurred, which the caller acknowledged and understood.